Manufacturer narrative:
Submit date: (B)(6) 2017 an investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a needleless connector has an issue. The customer further reports a rn flushed a needleless connector then attached to the patients IV catheter. After the rn attached the needleless connector to the IV catheter, the patient¿s blood and IV fluid were seen flowing out of a hole in the needleless connector. There is a visible hole seen in the needleless connector. The procedure required the nurse to remove the defective connector and replace with a non-defective connector. The patient required service recovery from the patient service manager on the respective unit.

Manufacturer narrative:
An investigation of the reported condition has been performed. One sample was received and a visual inspection and functional test was performed. A device history record (DHR) review was completed for lot# 17040. There were no manufacturing issues related to the complaint for this lot. Inspection of the sample resulted in finding a 5mm oval hole in the tube section near the female luer. The hole was examined under 10x magnification to determine how it was created. The edges of the hole were observed to be jagged, not smooth and the ¿cut¿ was beveled. No signs or evidence of markings/damage were seen on the tube to indicate if it had been caught on the package. An attempt was made to draw fluid into the tube and valve to check for leakage on the set. The presence of the hole on the tube prevented fluid to be drawn successfully. The set was disassembled and the valve was tested using an in-house syringe. The valve was flushed with water and no abnormal leakage was observed on the valve. The tube failed the visual and performance testing. The reported condition was confirmed. A possible root cause is that the tubing was cut when the case was opened, if a long sharp instrument was used. (The unit packages are tightly packed into the box to prevent damage during shipping). Based on the appearance of the hole, the tubing would have been curved at the time the cut occurred. Since no definitive root cause could be identified, no corrective or preventive action is planned at this time. If information is provided in the future, a supplemental report will be issued.